Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign matter on the needle cover. The following information was provided by the initial reporter. The customer stated: "dirt was found on the needle cover."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received sixteen unopened units and one opened unit for investigation. In addition, eight photos were received for investigation. Upon inspection of the customer photos and the received units, foreign matter was only observed on the opened unit. The foreign matter was observed on the inside of the needle, on the button, on the catheter tubing, and on the needle tip. Based on the microscopic inspection the identity of the material could not be determined. Further spectral analysis identified the black material observed on the sample as catheter material. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Possible introduction of small catheter material may occur when cutting the catheter to length, catheter tipping, or from skiving during placement over the needle. Due to the black coloring of the foreign matter and it being catheter tubing the most likely source is tipping as this is the only process with an additional variable that may result in discoloration due to heat. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign matter on the needle cover. The following information was provided by the initial reporter. The customer stated: "dirt was found on the needle cover."